Event description:
It was reported that an alarm occurred, which led to an occlusion issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received instructions to disconnect tubing, tighten connections, and administer boluses to address the occlusion alarms. Following these steps, the customer replaced supplies as necessary and resumed insulin therapy, with advice to monitor the pump and follow up if issues persisted.